Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmocovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no report of device malfunction or cassette leak which could have caused or contributed to this event of pertonitis.

Event description:
A peritoneal dialysis patient called fresenius technical support and stated he was doing a manual drain and he noticed that in his drain bag it is very cloudy and he is unable to see through it. Technical support advised the patient to call the on call peritoneal dialysis nurse and he stated it is not in service. Technical support called the number the patient gave them and it was disconnected. Technical support advised the patient to call the clinic and was able to get a line but the line was busy. Technical support advised if he does not get a call back from the clinic rn to call back so we can call a fresenius on call nurse. Technical support offered 24 hr support. On (B)(6) 2012: it was stated by patient contact that the patient developed an infection with no report of leaks of any kind or any other issues with his pd products. On (B)(6) 2012: the patient's pdrn stated that the patient developed peritonitis as a result of touch contamination. There were no reported leaks or cycler issues.